Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon. There was blood in the inflation lumen and balloon. Microscopic examination revealed that the outer shaft was inflated and burst 7cm ¿ 9cm proximal of the bi-component weld. Microscopic examination presented no damage or irregularities to the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-nov-2015. It was reported that the shaft was stretched. The target lesion was located in a coronary artery. A 3.00mm x 20mm nc emerge® balloon catheter was advanced to the lesion. Multiple inflations were performed however it was noted that the shaft was stretched. The device was simply pulled out from the patient's body and the procedure was completed using another of the same device. No patient complications were reported an the patient's status was fine. However, returned device analysis revealed shaft rupture.